Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels reaching over 400 mg/dl and moderate ketones. Reportedly, the customer believes the pump stopped delivering insulin. Customer was treated with an insulin drip and released from the emergency room approximately 1 day later. Tandem technical support reviewed the pump data and verified that insulin delivery did not stop. Customer's bg level was 100-200 mg/dl range upon being released from the hospital.